Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The thread of the piece holding the epiphysis reaming guides broke. Surgical delay of two minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with the complaint was received for examination. The photograph provided was reviewed and the allegation can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.